Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarms during manual prime and has high blood glucose level of 400 mg/dl. Current blood glucose value was 400 mg/dl. After troubleshooting, reinsert reservoir into pump and run manual prime to at least 5.0 units and pump alarmed no delivery. Customer would like to continue troubleshooting. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. The drive support cap appears normal (slightly indented). Customer is not calling back to perform high performance test. Confirmed customer is disconnected. After performing manual prime/fill tubing with current set the insulin exited. Customer is using a cannula based infusion. Sending out clamp in the event we need to further troubleshoot. Customer advised to try new reservoir, vial, and infusion set from a different box then the current ones. The insulin pump will not be returned for analysis.